Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from a manufacturing representative reported that the high impedances could not be resolved during the revision so the implantable neurostimulator (ins) was replaced. Impedances were measured to be okay after the ins was replaced. There was no patient death and the patient had recovered without sequela.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va01uj1, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va024x6, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
The manufacturer representative (rep) reported that the patient's device was explanted on (B)(6) 2015. The patient's system had high impedances on all pairs with electrode 9. This was discovered about a month ago. The health care professional (hcp) programmed the patient with four other groups as alternatives to try to work around the impedances but none of the groups provided effect therapy. At the removal on (B)(6) 2015, they removed the extensions from the device and checked the impedances, which were within the normal range. The battery was replaced with another device and again the impedances were within normal range. The patient recovered and was getting good stimulation. The indication-for-use (IFU) was parkinsons dual and movement disorders. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.